Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on jan 11, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging occurrence lung disease since commencing treatment in jan 2019. Respiratory problems started 3 months later. Have increased in severity in past year. Undergo many respiratory tests under a physician while using the device. Medical intervention was not specified. There was no report of serious patient harm or injury. Section b1 was corrected for both adverse event and product problem. (Only product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events.) . (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury. Section h6 health effects - impact code was corrected.